Event description:
The customer reported to vyaire medical problem with bellavista 1000 in which the o2 valve offset calibration is not captured and unable to reset date & time. The press blower reading of adc of sensor board is low. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer advised that they have tried replacing both o2 safety valve and o2 proportional valve, but problem still persist. Vyaire technical support tried to analyze the logs, but the logs were corrupted. Vyaire medical to proceed warranty replacement for the inspiration block out of goodwill for the hospital. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was still able to verify the customer complaint. Log file analysis tool was utilized. O2 valve offset calibration failed during annual pm. The o2 supply pressure was 3.07 bar when the calibration step failed. Inspiration block exchanged. It has been determined that the o2 pressure regulator is defective.